Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 24 and 36 hours. The adhesive completely separated from the (arm) causing the cannula to dislodge and leaking was observed. A new pod was successfully applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or deficiencies were observed that would contribute to the cannula dislodging or an adhesive failure. A root cause for the reported dislodged cannula and adhesive failure could not be determined. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear. The device generated an 0x18 alarm indicating the pod has reached expiration empty reservoir. This is a safety feature that does not indicate a device failure. The reservoir was confirmed to be empty. No damages or defects were found.